Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, his charging system and programmer are no longer able to communicate with the ipg due to it being inoperable. An sjm representative met with the patient and confirmed the ipg is no longer functional via attempting to troubleshoot. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.